Event description:
During a colonoscopy, the physician used a wilson-cook acusnare polypectomy device. The snare was placed around a polyp. When cautery was applied to the device, the snare drive wire became loose from the handle assembly. The device was removed from the endoscope and a second snare was used to complete the procedure. The pt was reported to be in satisfactory condition.